Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr of lot #d821048 showed no other similar product complaint(s) from this lot.

Event description:
It was reported that the product leaked.